Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified, worn markings, due to usage. And a fracture on the collar. Functional testing was performed for the returned product with an in-house stock implant and threaded/seated as intended. No pre-existing conditions were note,d on the product experience report (per). The reported device location #17 and usage length is approximately (B)(6) year (B)(6) months. X-ray images were provided by the customer. The x-ray image shows the product. A device history record review (DHR) could not be performed, since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional. Fracture: screw). Complainant reported, that the screw became loose in the patient's mouth. A new screw was ordered to replace the loosened screw. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw became loose in the patient's mouth. A new screw was ordered to replace the loosened screw.